Manufacturer narrative:
The product was returned for inspection. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(6). The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the physician experienced difficulty deflating the 40 cm. 3.7 fr. Slalom thrill 4 x 4 balloon catheter. The physician attempted to deflate the product using (unknown) syringes and other tools. Deflation took longer than expected. The product was changed to a different same size bc. The procedure finished successfully. There was no reported patient injury. The product was clinically used and it will be returned for analysis. The target lesion was a dialysis shunt. The lesion was reported to be: a one hundred percent (100%) stenosis, moderately calcified and mildly tortuous. Additional information received indicated that it was unknown if the patient was symptomatic as a result of the reported product issue (and if yes, what were the symptoms and was done to treat the patient¿s symptoms). There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The following requested information was reported to be unknown: was the product finally deflated successfully before being removed from the patient; how long did the deflation take; how was the product finally deflated; what ¿other tools¿ were used to deflate the product; how many atmospheres (and duration) were used for the inflation just prior to the reported product issue; how many inflations in total were performed (and please provide the atmospheres/duration for each); were any of the syringes or ¿other tools¿ used cordis products (and if yes, please provide the catalog and lot numbers); were there any reported product issues with the syringes or ¿other tools¿ used; was there any reported problem during inflation of the product; was the product noted to be kinked or bent prior to the reported product issue; what contrast media are you using (brand and manufacturer); what was the contrast to saline ratio; what type and brand of inflation device was used (indeflator/syringe); was the same indeflator used successfully with other devices; was there any resistance/friction while inserting the balloon through the rotating hemostatic valve; was there any resistance/friction while inserting the balloon through the guide catheter; was there difficulty advancing the balloon catheter through the vessel; was there difficulty crossing the lesion; was the catheter ever in an acute bend; was the product removed intact (in one piece) from the patient; was there any other product issue noted either at the account after the procedure or prior to shipping for inspection. No additional information was available.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 17247284 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The physician experienced difficulty deflating the 40 cm. 3.7 fr. Slalom thrill 4 x 4 balloon catheter (bc). The physician attempted to deflate the product using (unknown) syringes and other tools. Deflation took longer than expected. The product was changed to a different same size bc. The procedure finished successfully. There was no reported patient injury. The target lesion was a dialysis shunt. The lesion was reported to be: a one hundred percent (100%) stenosis, moderately calcified and mildly tortuous. Additional information received indicated that it was unknown if the patient was symptomatic as a result of the reported product issue (and if yes, what were the symptoms and was done to treat the patient¿s symptoms). There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The following requested information was reported to be unknown: was the product finally deflated successfully before being removed from the patient; how long did the deflation take; how was the product finally deflated; what ¿other tools¿ were used to deflate the product; how many atmospheres (and duration) were used for the inflation just prior to the reported product issue; how many inflations in total were performed (and please provide the atmospheres/duration for each); were any of the syringes or ¿other tools¿ used cordis products (and if yes, please provide the catalog and lot numbers); were there any reported product issues with the syringes or ¿other tools¿ used; was there any reported problem during inflation of the product; was the product noted to be kinked or bent prior to the reported product issue; what contrast media are you using (brand and manufacturer); what was the contrast to saline ratio; what type and brand of inflation device was used (indeflator/syringe); was the same indeflator used successfully with other devices; was there any resistance/friction while inserting the balloon through the rotating hemostatic valve; was there any resistance/friction while inserting the balloon through the guide catheter; was there difficulty advancing the balloon catheter through the vessel; was there difficulty crossing the lesion; was the catheter ever in an acute bend; was the product removed intact (in one piece) from the patient; was there any other product issue noted either at the account after the procedure or prior to shipping for inspection. No additional information was available. The product was returned for analysis. One non sterile slalom thrill 4x4 40cm 3.7f bc was returned. Per visual analysis the balloon had been inflated and fully deflated. A kink was noted at 29cm from the distal tip end. No other damages were found. Functional analysis could not be performed as dried residues found in the unit prevented inflation of the balloon. Several attempts to remove the dried residues were made using warm water, without success. It was not possible to remove them. The unit was cut and dried residues were observed in the inflation lumen. A device history record (DHR) review of lot 17247284 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty-partial or slow¿ was confirmed through analysis of the returned device as the inflation lumen was obstructed by dried residues. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (moderate calcification, mild tortuosity and a rate of stenosis of 100%) or procedural factors may have contributed to the kink noted on the bc during analysis. According to the instructions for use ¿caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Deflate the balloon by pulling vacuum on the inflation syringe or inflation device. Remove the vacuum (do not apply pressure) and withdraw the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath or guiding catheter, check if the balloon is fully deflated. If not, withdraw the catheter and sheath as one unit.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.